Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10012241-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris texium closed male luer was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that texium piece leaking at connection point to needle free connector.